Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens was damaged as it was inserted into the pt's eye. Lens was removed, no widen incision and sutures required. No pt injury. Reporter stated it was due to technique in loading.

Manufacturer narrative:
(B) (4) lens work order search. Results: visual inspection of the returned product found lens optic and haptic torn, piece of haptic missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. (B) (4).